Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information the steelecore guide wire referenced is being filed under a separate medwatch report.

Event description:
It was reported that during advancement of a 5.0 x 100 mm supera self- expanding stent system (sess), resistance was met with a sticky steelcore guide wire. In order for the guide wire to be wiped down, the sess was removed with resistance from the guide wire without force; however, the nose cone of the sess was pulled off [separated]. The sess was outside of the patient anatomy at the time of the separation. It was reported that the guide wire was likely not wiped down prior to advancement which caused the resistance with the sess. The guide wire was removed and wiped down prior to being re-advanced. A new 5.0 x 100 mm supera sess was advanced over the guide wire to successfully complete the procedure. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Factors that may contribute to the difficulty positioning the guide wire and cause resistance between the devices may include, but not limited to, manufacturing damage, device placement technique, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, damage to the inner member, damage to the distal shaft of the self expanding stent system (sess), buildup of blood, contamination on the wire or improper prepping or flushing of the wire and sess. The investigation determined the reported difficulties of difficulty to position and remove resulting in tip separation of the sess appear to be related to circumstances of the procedure. Based on the reported information, it is likely that the guide wire was not flushed or prepped properly causing sticky resistance and the difficulty to position/remove the sess from guide wire ultimately resulting in the tip separation. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.